Event description:
A female patient received injections of rha 3 in the marionette lines around early (B)(6) 2022. About 6 months later, on (B)(6) 2022, she reported a sudden onset of swelling, tenderness, and firm/hard areas described as "bigger than a golf ball". These signs started on the right side of the face. According to the nurse injector, this adverse event was not infectious in nature as there is an absence of fever or redness. This case was assessed as reportable in relation to the severity of the reaction and the initially reported lack of improvement despite ongoing medical care. As treatment, on (B)(6) 2022, the patient first received hyaluronidase injection to dissolve the filler and oral steroids (medrol dose pack, 20 mg per day). This helped to alleviate symptoms, although when the steroid dosage was decreased, the swelling reappeared and the patient developed the same signs on the left side of the face. Then, she received antibiotics (first keflex, then amoxicillin started on (B)(6) 2022). On (B)(6) 2022, the patient continued with prednisone (20 mg per day), which was to be tapered to 5 mg per day. Further, the nurse injector treated with hyaluronidase several more times ((B)(6) 2022). This was reportedly unsuccessful due to the difficulty in finding the exact filler locations. Additionally, the patient was treated with kenalog and most recently kenalog 5fu and colchicine starting on (B)(6) 2022. Internally, a medical expert was contacted by teoxane to provide his assessment of the case. He advised finding the diagnosis would be helped is a trigger for the reaction was identified (such as dental infection, vaccination, viral infection). He recommended giving a higher dose of corticoids and, in parallel, injecting hyaluronidase 1500 iu in multi-layers. As of the latest information received on 05-oct-2022, the adverse event is partially resolved. At this time, follow-up is ongoing to retrieve more information (including treatment details, diagnosis, product details such as lot and serial number).

Manufacturer narrative:
Additional MFR narrative: delayed inflammatory reactions that manifest as swelling, tenderness, and skin induration are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. Their aetiologies are numerous. They may be related to an immune response of the body to the implant or to a bacterial infection. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.

Manufacturer narrative:
Additional MFR narrative: delayed inflammatory reactions that manifest as swelling, tenderness, and skin induration are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. Their aetiologies are numerous. They may be related to an immune response of the body to the implant or to a bacterial infection. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.

Event description:
A female patient received injections of rha 3 in the marionette lines for contour improvement, around early (B)(6) 2022. About 6 months later, on 30-aug-2022, she reported a sudden onset of swelling, tenderness, and firm/hard areas described as "bigger than a golf ball". These signs started on the right side of the face. According to the nurse injector, this adverse event was not infectious in nature as there is an absence of fever or redness. This case was assessed as reportable in relation to the severity of the reaction and the initially reported lack of improvement despite ongoing medical care. As treatment, on 30-aug-2022, the patient first received hyaluronidase (dosage reported as 150) and oral steroids (medrol dose pack, 20 mg per day for 3 days; prednisone 20 mg bid). This helped to alleviate symptoms, although when the steroid dosage was decreased, the swelling reappeared and the patient developed the same signs on the left side of the face. The injector reported that the symptoms were not infectious in nature. Then, the patient received antibiotics (first keflex, then amoxicillin started on (B)(6) 2022). On (B)(6) 2022, the patient continued with prednisone (20 mg per day), which was to be tapered to 5 mg per day. Further, the nurse injector treated with hyaluronidase several times (reported dosage 100-150 per side on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022). This was reportedly unsuccessful due to the difficulty in finding the exact filler locations. Additionally, the patient was treated with kenalog and most recently kenalog 5fu and colchicine starting on (B)(6) 2022. Internally at teoxane, a medical expert was contacted by teoxane to provide his assessment of the case. He advised finding the diagnosis would be helped is a trigger for the reaction was identified (such as dental infection, vaccination, viral infection). He recommended giving a higher dose of corticoids and, in parallel, injecting hyaluronidase 1500 iu in multi-layers. As of the latest information received on (B)(6) 2022, the adverse event is partially resolved. At this time, despite and follow-up, no further information could be obtained (such as other treatment details, diagnosis).